Event description:
Caller reported an alarm issue with the pump, identified as alarm 01. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to load a new cartridge, but the alarm recurred. Consequently, a decision was made to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address for the replacement and guided the customer on how to put the pump into storage mode before returning it. Additionally, the customer was instructed to return the problematic pump within 10 days using a pre-paid label.